Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) was unable to interrogate and uplink functional tests were out of specification; rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported the rf (radio frequency) head was broken. The rf head was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.